Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 12265713) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, cervicitis, adenomyosis, pelvic adhesions, paratubal cyst and pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and blood loss anaemia ("menorrhagia to anemia"). The patient was treated with surgery (robotic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia and blood loss anaemia outcome was unknown. The reporter considered blood loss anaemia and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, anemia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 12265713) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, cervicitis, adenomyosis, pelvic adhesions, paratubal cyst and pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and iron deficiency anaemia ("menorrhagia to anemia"). The patient was treated with surgery (robotic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia and iron deficiency anaemia outcome was unknown. The reporter considered iron deficiency anaemia and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, anemia. Lot number: 12265713 ,manufacturing date: 2004/10, expiration date: 2005/11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of ptc. Event blood loss anaemia updated to anemia from chronic blood loss. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.